Event description:
It was reported that a leak was observed during priming of one (1) unit of oxiris. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection observed that a leak at the level of the screw connector between the filter and the access line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.